Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity at distance. The patient was unable to perform daily task. Clinical reason for explant was mentioned as iol rotation and orientation of astigmatism correction was not correct. Additional information has been requested.